Event description:
Approximately one year after pci, there was totally occlusion within the implanted cypher stent. This patient had a stent placed in the ostium of the diagonal branch. The 75% de novo lesion (native vessel) was under calcified, or tortuous and no pre-existing clots. The patient was taking plavix and asa, but due to a scheduled hysterctomy, was taken off plavix three weeks prior to the procedure and off the asa one week prior to the procedure. The next day after being taken off the asa, the patient presented to the ER with acute chest pains. She was taken to the cath lab where angio showed total occlusion of the stent in the diagonal. The dr. Crossed the thrombus with a wire and did 2 dilatations to crush the thrombus within the stent, against the vessel wall. The flow was good afterwards and the patient was discharged without injury.